Manufacturer narrative:
Corrected data: upon further review it was noted that medical intervention was coded in the initial report submitted but later it was determined not to code for it (medical intervention), since it was noted that the medications prescribed for this event are standard practice. Hence, this report is submitted to correct information sent in initial report. Additional information section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: jan 29, 2022. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the complaint lens was received submerged in an unknown solution and that had it was cut with a detached haptic, which is consistent with a lens that was handled during explant. The lens was allowed to dry and then visually inspected. No issues related to or could have contributed to visual issues were observed. No "powdery substance" or particles were observed in or on the lens. Furthermore, the lens was received in an unknown solution that may have dissolved the complaint specimen off the lens. The complaint issues could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information the customer provided the following additional information. The iol was explanted (B)(6) 2021. The replacement lens is jnj model zxr00. The patient's date of birth is (B)(6) 1967. Section a2 age and date of birth: (B)(6) 1967. Section b2: date of event: (B)(6) 2021. Section d6b:if explant; give date: (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: the doctor described the patient as average height and weight. If explanted; give date: not applicable as the iol remains implanted. The lens has not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Doctor reported that his patient had visually significant cataracts and underwent cataract surgery on (B)(6) 2021 in his right eye during which a tecnis symphony intraocular lens (iol) model zxr00 was implanted. Post operatively their visual acuity (va) was provided as 20/30 and with -0.25+0.25 x 45 va was 20/25, but patient has ¿severe starburst and glare with od (right eye). The slit lamp exam showed what the doctor described as powdery deposits on the iol at the edges of the multifocal eschelettes. Reportedly, there was no intracameral medications injected in the anterior chamber. Through follow-up the doctor also reported unexpected post-operative outcome. Post-operative medications include prednisolone acetate 1% qid, ofloxacin qid, ketorolac bid. The doctor clarified that the phacoemulsification surgery was uneventful and the symptoms were present one day post implantation. In addition, since the left eye has a symfony lens that was implanted on (B)(6) 2021 the patient has a good point of reference. The doctor discussed performing an iol exchange; however, the lens remains implanted. No further information was provided.